Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker isolated the issue to the user interface pcb assembly. Stryker further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to capacitor, designator c181. C181 was cracked and electrically shorted. The customer received a replacement device and the returned device was archived by stryker.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.